Event description:
The medical device safety officer contacted arjo to obtain information regarding the auralis mattress involved in the incident. According to the reporter, a patient was found trapped between the side rail of a non-arjo bed (solite model, manufactured by drive devilbiss) and an arjo auralis mattress. The patient suffered asphyxiation, which led to death. It was confirmed that the patient had parkinson¿s disease. No malfunction of the arjo device was reported. The mattress was not available for arjo¿s evaluation, as it was isolated by the police service of northern ireland (psni). No further details concerning the event have been released.